Manufacturer narrative:
A complaint was received involving a resuscitaire caster snapping off, causing the device to fall over and hit a nurse in the head. No patient involvement was reported. Multiple attempts to clarify the event were made without success. It is unknown if the nurse was injured as a result of the event. Pictures provided confirm the damage to the caster stem was caused by a clean break rather than a manufacturing defect. The customer admitted the device was being rushed across a parking lot when the caster broke. Based on the results of the investigation, root cause was identified as user error. Per the instructions for use (IFU), "the resuscitaire is designed for use anywhere labor and delivery may occur within a healthcare facility". The device should not be taken outside the healthcare facility once installed. To resolve the issue, the customer replaced the caster. No further issues have been reported. Per the IFU: warning to prevent injury or damage to the warmer, employ 2 persons of sufficient strength to adequately control the warmer during transport. Use the handle when moving the equipment. Failure to do so could result in personal injury. Warning push or pull the warmer in a straight line along the length of the device. Lateral or angular movement (across the width) can result in inadvertent tip-over if the wheels encounter any obstacle. H3 other text : see h10.

Event description:
It was reported that a caster of the device broke off causing the unit to topple over. There was no patient involved but a nurse was reportedly hit by the device. There was no detail in the report which would reasonably suggest that a serious injury had occurred.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported that a caster of the device broke off causing the unit to topple over. There was no patient involved but a nurse was reportedly hit by the device. There was no detail in the report which would reasonably suggest that a serious injury had occurred.